Event description:
Allegedly pt. Presented complaining of having a strange feeling in right hip several days earlier. He said he heard a "pop" the next day and his hip was unstable. X-ray confirmed the prosthesis neck had fractured. Revision surgery involved removing stem via eto. A poly liner was placed in the dynasty shell replacing the cocr liner. Another manufacturer's revision stem was used.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.